Event description:
Patient with very significant orbital findings from grave's orbitopathy, including exophthalmos, constant diplopia from restrictive strabismus and orbital apex crowding with orbital congestion, requiring significant decompression. The patient had adecopression on the right eye on 09/2005.on 09/2005, the patient underwent the following procedures: 1) left lateral orbital decompression with lateral, lateral posterior and lateral superior orbital decompression with craniotomy; 2) left orbital floor decompression via an inferior fornix approach; 3) left medial wall decompression with left ethmoidectomy; and 4) left orbital apex decompression with sphenoidotomy. During the surgery, the wire drill passer broke off in the patient's lateral orbit. The surgeon attempted to remove the broken piece but was unsuccessful. The piece remains in the patient's eye.